Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the reported clinical observations for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the atrial pacing lead impedance (pli) of this pacemaker system was out-of-range. Technical services (ts) analyzed the presenting electrogram (egm) and found that there was noise on the ra lead channel that was oversensed resulting in several atrial tachy response (atr) episodes as well a lead safety switch (lss) placing lead into unipolar configuration. Ts discussed troubleshooting including lead evaluation in clinic. This patient has been scheduled for further follow-up. No adverse patient effects were reported. Currently, this pacemaker remains in service.

Event description:
It was reported that the atrial pacing lead impedance (pli) of this pacemaker system was out-of-range. Technical services (ts) analyzed the presenting electrogram (egm) and found that there was noise on the ra lead channel that was oversensed resulting in several atrial tachy response (atr) episodes as well a lead safety switch (lss) placing lead into unipolar configuration. Ts discussed troubleshooting including lead evaluation in clinic. This patient has been scheduled for further follow-up. No adverse patient effects were reported. Currently, this pacemaker remains in service.